Manufacturer narrative:
Overview: the quality department (pms) received a complaint involving a motiva® device. General conclusion: device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was classified as not confirmed. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. This event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. Dfu and labeling evaluation: the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: rippling/wrinkling ¿ rippling is the cutaneous manifestation, visible or palpable, of the implant ripples and edge that are typically most apparent when the patient bends forward. In situations where the implant's soft tissue coverage is insufficient, these harmful effects become more apparent. Risk factors for rippling are related to the breast-tissue quality and low cohesivity of the implanted gel. Adequate coverage over the implant ripples is a mandatory element in preventing rippling or implant edge visibility. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Event description:
Title: wrinkling/rippling/folds description: italy. Allegedly, a patient who underwent a breast surgery augmentation on 2017, suspected the presence of rupture on her left breast. An MRI was rperformed and there are no signs of rupture. Only showed the presence of a few radial folds with no signs of intra-extracapsular rupture.

Manufacturer narrative:
Additional attempts to get more information about the event will be required. In the meantime, the following information has been reviewed: dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: rippling/wrinkling ¿ rippling is the cutaneous manifestation, visible or palpable, of the implant ripples and edge that are typically most apparent when the patient bends forward. In situations where the implant's soft tissue coverage is insufficient, these harmful effects become more apparent. Risk factors for rippling are related to the breast-tissue quality and low cohesivity of the implanted gel. Adequate coverage over the implant ripples is a mandatory element in preventing rippling or implant edge visibility. DHR review: also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process.